Event description:
Customer reported frequent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Troubleshooting efforts were exhausted, it was recommended to replace the pump. The customer expressed appreciation for the plan and agreed to continue using the current pump until the replacement arrives.